Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion due to blockage at site on (B)(6) 2026 causing hyperglycemia. The high blood glucose level of 552 mg/dl was treated by correction injection via multiple daily injection (mdi).